Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, customer is unable to unlock the pump. Customer had elevated blood glucose levels (275-350 mg/dl) and small ketones present. Customer delivered shots to stabilize blood glucose levels.